Event description:
Customer received a result of 29 mmol/l on the compact plus system while a comparison aviva lab meter returned as 6.5 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).